Event description:
Rayner intraocular lenses limited received notification from the distributor in (B)(6) of an event that occurred following implantation of an m-flex intraocular lens (iol). The event description states that the healthcare professional observed a "uveitic reaction" in the post-operative period. For further info please refer to rayner intraocular lenses limited's MDR # 9611165-2014-00049.